Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿one of the screws holding the cover was turning but not loosening or raising up¿ was confirmed with the returned system controller (serial # (B)(6) ). Visual inspection revealed screws on the battery cover appeared stripped. The screws were forcefully removed, and visible inspection revealed the threading was damaged/stripped on one of the screws. A root cause of the damaged screws could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 29jul2021. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that at the implant procedure, the primary controller backup battery compartment was assessed. It was noted that one of the screws holding the cover onto the compartment was turning in place but not loosening or raising up. The clinical staff was unable to remove the cover to place the backup battery into the compartment on the primary controller. A new controller was obtained and the primary system controller was exchanged in the operating room while the patient was still on the table. The driveline was disconnected for approximately 5 seconds while the perfusionist moved it to the new controller without any issues. The pump returned to the correct speed and continued flow (4400 and 3.0 liters per minute) immediately. There was no change to the patients hemodynamic status. A new back up controller was obtained and backup battery was programmed in the usual manner.